Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were in for surgery on friday, may 25th and now they had a rash and they were wondering if they caught shingles during the surgery. Patient said they were referred to a doctor by the manufacturer representative (rep) yesterday and the doctor was only in yesterday afternoon and they did not give them an answer. Patient stated that the doctor recommended that they see another doctor but they didn't say who from geriatric would see them. Patient asked if they could have another single shot for it today. Agent reviewed role of patient services and redirected patient to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.